Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported physical resistance could not be determined in this complaint. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: device code 2017 was removed.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficulty removing the lock line. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. A clip delivery system (cds) was advanced and both leaflets were successfully grasped. However, after removing roughly 6cm-10cm of the lock line, resistance was felt, and the lock line was unable to be removed. It was noted that the lock line removability was not successfully established. Troubleshooting was performed, but the lock line was unable to be removed; therefore, the physician decided to remove the clip. An additional cds was advanced and successfully implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.